Event description:
Clinical engineer called to report, a leak was detected coming from the distal end of the micro volume extension set that is attached to the syringe, during use. Dopamine was being administered at the time of the incident. The patient's blood pressure (bp) dropped to a critical point and the doctor was called medically intervenes by administering hydrocortisone. The patient's b/p was still low that's when the leak was detected. The set was replaced with a set from the same lot and was found leaking from the exact same place. A third set was used and the patient's b/p was restored to normal levels. The patient outcome was good.

Manufacturer narrative:
The sample has been received for evaluation. A follow-up report will be filed upon completion of an evaluation, or if any information becomes available.